Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient mentioned the implant was shorting out, the patient was hurting/in pain, and the device was shocking once, or a few times and it caused a lot of pain and was scary. The patient mentioned the ins was turned off and he has been taking pain pills. The patient said when the device was checked, a wire was running over his arm that left little blisters on his arm. The patient said there was planning to get a new implant, but there was a delay obtaining the product due to a hurricane. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and non-malignant pain. The patient reported having trouble with it for the last month or so which was clarified to mean that the stimulator has a short in it. They went to their healthcare professional (hcp). The manufacture representative (rep) checked the device and said 3 of the electrodes were dead so the rep programmed around them. This occurred around the first part of (B)(6) 2017. It lasted about a day and a half and they did that three different times. The patient had a rep come in and check the device. The rep stated that there was a short in it. The rep reprogrammed around it but the next day it started doing the same thing. It is like getting a really bad charlie horse in the back. They are trying to get advice on where to go. They called their managing hcp on (B)(6) 2017 and left a message. It was reviewed that the patient could decrease the stimulation or turn it off until they meet with their hcp. The patient stated that they turned it way down and were told to turn it way down and use it that way and to not turn it up. The rep said they should do an x-ray but an x-ray was never done. If the patient leaves the stimulation on for very long it hurts down in their groin and sometimes up in their ribs. It was like a shock. The patient noted not falling in a long time but they fell on their hands about 2 years ago and it was reported that it could be related to this issue. The patient had an unrelated surgery on (B)(6) 2017 so they wanted to get a hold of a rep before that but were not able to so they just turned the device off for the surgery and have been keeping it really low while trying to get a hold of the hcp. The patient noted that they called the manufacturer a couple of times but it takes a long time to get the phone answered. The patient was redirected back to their hcp even though they have already left several messages. Additional information was received from the patient on (B)(6) 2017. The patient said that their rep said they were going to call the hcp but it was reviewed that they need to call the hcp and explain to the hcp that they need to request a rep to be present. Additional information was received from the patient on (B)(6) 2017. The patient cannot get their stimulator to work. It gives them some jolts like a charlie horse. For 2-3 weeks they have been trying to meet with their h cp and have left them 2 messages but not heard back. The patient noted that when they met with their rep they said ¿where it goes into the spine in the left or the right side¿ they think something came loose. It was again reviewed with the patient that they need to contact their hcp to have a rep invited to the appointment. The patient understood and stated that a nurse would be there tomorrow. Additional information was received from three reps on (B)(6) 2017 indicating that they were never notified of this patient or case. No further complications were reported/are anticipated.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2013 explanted: (B)(6)2019 product type lead product ID 977a260 lot# serial# (B)(4) implanted:(B)(6)2013 explanted: (B)(6)2019 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient did not have pain during the trial; however, the implant has not helped his lower back pain since it was implanted. The stimulator was placed too close to the spinal cord. The patient inquired if the stimulator battery could leak. The physician told the patient that it could not, but the patient was reading something that said that it can. The patient was wondering if the battery was leaking in him because he had pain in the lower back. The patient¿s back was hurting, and two manufacturer representatives checked his implant and they both said that there was a short. A short was found in the patient¿s device over a year prior to the report and the pain is getting worse. When the patient would sit down on a chair, it would hurt. The patient noted again that there was a wire that came across his arm and there were a bunch of little blisters. The patient had everything explanted on (B)(6)2019 when he woke up, his shoulder was hurting. The physician gave him pain killers, oxycodone, and oxycontin. The patient has his follow-up appointment on (B)(6)2019. There were no further complications reported or anticipated.